Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR at this time. Additional info indicated that due to a hospital policy the hospital takes the explanted devices first and may release them at the later time. Additional info pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that liner was exchanged. Patella, which was competitor device, was also exchanged. Pt had recurrent hemothrosis and patella femoral impingement causing patient pain. Info provided indicates that devices were implanted approximately for 1.5 years, but exact implantation date was not provided.